Manufacturer narrative:
No medwatch form was received from the user facility, therefore, information on the medwatch form 3500a was completed by medtronic with information received from the healthcare professional.

Event description:
It was reported via postmarket registry that the patient presented with swelling and fluid collection around the pump and catheter side. A catheter dislodgement was confirmed by x-ray observation. The catheter was "revised/replaced" and the patient recovered without sequela. The drug in the pump was baclofen at dose of 314 ug/day.